Event description:
Additional information (B)(6) 2021: event occurred, during preparation for use.

Manufacturer narrative:
Additional information received from customer. This supplemental report is being submitted to provide this information. There are two associated events reported for this device, for the same issue. These events are captured in medwatches with patient identifiers (B)(6) (event date (B)(6) 2021), and (B)(6) (event date (B)(6) 2021). This medwatch is for the patient identifier (B)(6). Customer reported, having the same issue with the device before observed, during preparation for use. The device has been returned and evaluated for the issue reported in medwatch with patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject device was returned for evaluation. Upon evaluation, the phenomenon was confirmed due to a faulty patient board set. Based on the results of the legal manufacturer's investigation, it was identified that a design change of the patient board was initiated on april 16, 2018. The subject device of this report was manufactured prior to that design change. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information is not yet available for this event. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event by the customer, the device did not yield an image for the 180 series scopes. There is no reported harm to any patient.